Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-02258 & 0001825034-2017-02259.

Event description:
It was reported that the patient's right hip was revised thirteen years post-implantation due to pain. No additional information was provided.

Manufacturer narrative:
Concomitant medical products: m2a femoral head, catalog#: 11-173662, lot#: 231930; integral femoral stem, catalog#: 11-166011, lot#: 531841. It has been indicated that the product will not be returned to zimmer biomet. Reported event was unable to be confirmed due to limited information received from the customer. The DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.